Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that writer was informed by primary that patient's foley catheter was extremely long prior to transferring patient to bed, cbi running moderate#1, right groin bulge seen, palpated hard compared to left side, no history hernia. Patient in 8/10 pain. Writer called recovery nurse, was informed patient was not like this prior to transfer, no bulge seen. Foley had faulty balloon, was able to remove catheter with ease. Minimal harm to the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since lot number provided was invalid. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that writer was informed by primary that patient's foley catheter was extremely long prior to transferring patient to bed, cbi running moderate#1, right groin bulge seen, palpated hard compared to left side, no history hernia. Patient in 8/10 pain. Writer called recovery nurse, was informed patient was not like this prior to transfer, no bulge seen. Foley had faulty balloon, was able to remove catheter with ease. Minimal harm to the patient.